Event description:
It was reported that the patient had multiple high ventricular lead impedances observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event. It was later reported that the patient received inappropriate shocks due to noise. Intermittent high impedance continued. During replacement of the device, it was noted that there was a significant bend in the proximal portion of the right ventricular is 1 lead body. The physician reinforced the lead body with a silicone sleeve that was secured to the lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had multiple high ventricular lead impedances observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was additionally reported that the right ventricular (rv) lead had short interval counts (sic), several non-physiologic non-sustained tachycardia events, and fluctuating impedance. The rv lead also continued to have high pacing impedance and noise which could be reproduced with pocket manipulation. The rv lead was explanted and replaced.